Event description:
Per information provided: on (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix light plugs (device 1, device 2). Per op notes, ¿there was a modest-sized direct defect from previous surgeries. The large perfix light plug (device 1) was inserted into the defect and secured around the circumference with sutures. A small perfix plug (device 2) was inserted at the level of the femoral opening to eliminate recurrence and an onlay patch was laid over the inguinal floor using sutures.¿ on (B)(6) 2014 - patient was diagnosed with recurrent incarcerated right inguinal hernia thereby underwent open repair with the removal of meshes (device 1, 2). Per op notes, ¿scar tissue and mesh were noted. The mesh (device 1, 2) had pulled away from shelving edge and medial location with recurrence. The meshes (device 1, 2) were excised. A new piece of synthetic mesh was sewn into pubic tubercle using sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2012) is considered to be a best estimate. This MDR represents the perfix plug light (device 2). An additional supplemental emdr was submitted to represent the perfix plug light (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.